Manufacturer narrative:
The hospital anesthesia technician performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced. Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. There was no reported patient injury.

Manufacturer narrative:
The reported event wad due to user error. It was reported that a new anesthesia technician did not get the sensors installed properly when setting up the anesthesia machine.